Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that touchscreen fell to the ground, and the touchscreen is now cracked and no longer functional. Customer's blood glucose level was not impacted. It was indicated that the customer has back up manual injections for continued insulin therapy.